Manufacturer narrative:
Patient identifier and weight not available for reporting. 510k: this report is for an unknown va lcp volar rim drp plate. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported device was used in surgery for the distal radius fracture on (B)(6) 2017. The variable angle-locking compression plate (va-lcp) volar rim distal radius plate (drp) was used for the procedure. When the locking screw with the buttress pin was inserted to the second row of the distal holes, the plate was unable to be locked. According to the surgeon's opinion, since the area in the second row of the distal holes had been bent for a surgical purpose, the plate might have been difficult to be locked. In addition, the surgeon also pointed out that the threads of the screw might have been broken since the surgeon tried to re-insert the screw several times. The surgery was extended for an unknown period. No adverse consequence to the patient was reported. Concomitant device reported: va-lcp buttress pin 1.8 l18 tan (part 04.210.088s, lot number unknown, quantity 1). This report is for one (1) unknown variable angle-locking compression plate (va-lcp) volar rim distal radius plate (drp) plate. This is report 2 of 2 for (B)(4).